Event description:
Information was received that during use of this smiths medical cadd duodopa pump, the pump was incorrect programmed. It was reported that the patient increased the continuous dose on own initiative. No patient consequences were reported. No adverse effects were reported.